Event description:
Additional information received reported the device system was used to deliver dilaudid, prialt, and bupivacaine. A follow-up report will be sent if additional information becomes available.

Event description:
It was reported that the patient complained of less pain relief. It was difficult to differentiate from the patient's reflex sympathetic dystrophy (rsd) exacerbations, but no specific reports of withdrawal were made. A side port dye study was performed and was unsuccessful. The physician was unable to aspirate from the side port of the pump. It was later reported that a new catheter and pump were implanted on (B)(6) 2012. The old catheter was not explored except at the pump pocket site to verify the inability to aspirate. The old catheter was left in place and tied off. One week post-operative, the patient was getting good relief at significantly lower doses. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: 2009 (B)(6), explanted, product type: catheter; product ID 8578, lot# n153694, serial#, implanted: 2009 (B)(6), explanted, product type: accessory. (B)(4).

Manufacturer narrative:
(B)(4).